Manufacturer narrative:
We are awaiting device return. If the device is returned, a follow-up report will be submitted with the investigation results.

Event description:
Same case as MFR report 2030404-2011-00076 and 3005188751-2011-00034 . It was reported that during an atrial fibrillation ablation procedure, the physician had difficulty performing transseptal puncture, so transesophageal echocardiography (tee) was used to assist with visualizing the puncture. The ablation procedure was completed and before removing the tee, the physician checked the anatomy of the pt and detected a hemorrhage in the pericardium. Pericardiocentesis was performed to resolve the cardiac tamponade. The pt was taken to the intensive care unit for observation and is stable. No malfunction was noted with any sjm devices and the physician does not allege an sjm device caused the reported cardiac tamponade.